Event description:
Implant placed in a normal breast for symmetry at the same time implant replacement for affected opposite breast that had received mastectomy 2010. On (B)(6) 2016, in (B)(6) 2017 diagnosed with breast cancer resulting in mastectomy and 10 node removal due to the implant causing node enlargement, per surgeon.